Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call indicating that she had high blood glucose but not hospitalized. Customer's blood glucose was unknown mg/dl. The customer stated that she went 24 hours without an insulin delivery. Customer stated that the cannula was not bent. Customer stated that they may have been an air bubble. The customer was advised that there could have been a slight blockage that allowed insulin to go through but slower than she needed. The customer was advised that we will overnight reservoir as she only has one left.